Event description:
A report was received that the location of the patient's ipg was uncomfortable and was bothersome when bending over or moving. The patient underwent an explant procedure wherein only the ipg was removed.

Event description:
A report was received that the location of the patient¿s ipg was uncomfortable and was bothersome when bending over or moving. The patient underwent an explant procedure wherein only the ipg was removed.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.